Manufacturer narrative:
The customer contacted siemens to report a falsely elevated prostate specific acid (psa) patient sample test result was obtained from an atellica im 1300 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse adjusted the reagent probe to reagent tray alignments, replaced the water pressure pump, transducer, utility printed circuit board, and gang fittings for fluid lines going to the wash manifold. The cse found air in the wash manifold and trimmed all tubing going to 4 port and 6 port connectors, tightened screws on all valves and all other fittings. The cse replaced all valves on the wash manifold, degasser, water pressure pump, pressure transducer, pressure board, and the check valves that go to the aspirate probe wash collars and secured all fittings. After replacement the cse performed a dry to wet prime and no air was observed in the wash manifold or the wash or water lines going to the wash blocks. The cse also replaced a check valve to resolve volume check errors. The cse ran the autocheck test with acceptable results. The cause of the falsely elevated psa test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed. Mdrs 2432235-2021-00078 and 2432235-2021-00080 were filed for the same event.

Event description:
A falsely elevated prostate specific antigen (psa) patient sample test result was obtained on an atellica im 1300 instrument. The initial test result was reported to the physician(s). The same sample was repeated on the same instrument and a lower test result was obtained. The repeat result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated psa result.